Event description:
The patient reportedly is a non-user of the cochlear implant and requested to be explanted. In 2006, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was functioning. The patient's device was explanted.